Event description:
It was reported by service report that the bed had no power and the power inlet module was missing one of the power prongs. No patient involvement or adverse consequences were reported.